Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flow rate calibration failure (parameters unknown). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: it was discovered on 09/11/2018 that the previously submitted initial emdr with MDR report # 1314492-2018-02821 is a duplicate of MFR report # 1314492-2018-02978.